Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the power cable nut on the system controller (serial number (B)(6)) was unable to be confirmed through this analysis. No log files were submitted, and no products were returned for evaluation. No images of the damage were provided. Available information provided that the system controller was exchanged and disposed of. Multiple attempts were made to obtain additional information regarding this event; however, no responses were received. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU),rev. B and the heartmate 3 patient handbook, rev. B are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 IFU, (section 8, ¿equipment storage and care¿), provides instruction on how to properly care for the equipment, including the system controller. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that one of the power cable nuts on the system controller was split and would no longer connect to the mobile power unit (mpu) properly. The system controller was exchanged.